Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I had sent back one box to return each of the many sutures involved with this particular complaint. There were several pc numbers created because this happened in many procedures, hence why several return shipper kits were sent to me. Please note that these were not the actual devices used in the cases since those were already implanted into the patient. The devices returned were the remainder from the lot number in question on the shelf at the account. The surgeon involved did not feel comfortable using the remainder of the product from this lot number so it was all returned for your analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. It was reported to the sales rep that, the suture was prying when the surgeon was tying a knot. It happen on multiple procedure and four of them was used. There were no patient adverse event. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please note that this product was shipped for evaluation months ago when the first notice of the complaint was made. We used the product shipper kit provided with the pre-printed shipping label, therefore, we did not retain the tracking information. However, this should be in your records given that the label originated with your department.